Event description:
Pt. Approx. Three months s/p femoral nailing on right. On 2/6/97 felt pain right thigh during aerobics. Seen in ER and x-ray revealed acute fracture through area of callus formation and fracture of metallic intramedullary rod.